Manufacturer narrative:
Product analysis:it was confirmed that the display would not remain calibrated. The connection between the display overlay and the printed circuit board (pcb) was reset, and the display re-calibrated. It was verified that calibration was sustained. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests.

Event description:
It was reported that the programmer display would not remain calibrated, despite multiple attempts to do so. The programmer was returned for service. There was no patient involvement.